Event description:
A customer contacted beckman coulter refarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the unicel dxl 800 access instrument. The customer indicated that an initial tnl result was 1.4 ng/ml. The result was reported out of the lab. Per customer protocol, a repeat is required for all first time positive results. The patient original sample was then re-tested for accu tnl on another instrument in their lab. The repeated accu tnl result was 0.01 ng/ml. The customer re-tested the aptient original sample for accu tnl 2nd time on the same instrument. The reuslt was 0.18 ng/ml. Based on available information, the patient was admitted to the pulmonary care unit for observation. There have been no deaths or change in patient treatment attributed to or connected with this evevnt.